Event description:
It was reported that the customer experienced an issue with the device's battery depleting too quickly. There was no reported impact on the customer's blood glucose level. The customer decided not to return the pump, and no further action or additional information was received regarding the resolution of the complaint.